Event description:
During the carotid artery stenting procedure the 7mm angioguard had difficulty loading and docking during prep. The filter was inserted but could not track to the lesion. This filter was removed and a 8mm angioguard filter was attempted and successfully deployed. The physician had difficulty retrieving the filter into the capture sheath. The filter was eventually removed and the procedure was completed with no adverse consequence to the patient. The site reporter indicated that there were no problems with the proximal marker bands on the filter. Upon removal, there was withdrawal difficulty as the filter had some friction with the implanted stent. The filter was eventually removed.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.